Manufacturer narrative:
The field service engineer adjusted the gear pump pressure and increased water flow in a sample rinse bath. He adjusted the sampling position to the middle of the water flow. The sample probe was flushed. He found sample tubing to be squashed. He removed the squashed part of the tubing and made a new flange. Control recovery was ok. Precision studies were performed and these were found to be ok. Investigations determined that the result values indicate insufficient pre-analytic sample handling by the customer. Investigations found deviations in centrifuge settings to what is recommended by the tube manufacturer. Abnormal aspiration alarms occurred near the sample measurements, which is assumed to be caused by a short term or partial blockage of the sample probe by micro-clots or fibrin. Immediate countermeasures described in the alarm remedy were not performed by the operator. Correct analyzer performance was confirmed with additional precision runs. Reagent issues can be excluded as repeat testing for all applications was fine with the same reagent.

Manufacturer narrative:
The field service engineer cleaned and adjusted the rinse station. He increased the water pressure at the rinse station. The technical application specialist checked and cleaned the sample probe, which was found to be dirty.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received questionable results for one patient sample tested for multiple assays on a c501 analyzer. Of the mentioned assays, the sample had an erroneous result that was reported outside of the laboratory for ise indirect ci for gen.2 (chloride). The sample initially resulted as 52.7 mmol/l and this value was reported outside of the laboratory. The sample was repeated on (B)(6) 2016, resulting with a value of 99.9 mmol/l. The patient was not adversely affected. The chloride electrode lot number and expiration date were asked for, but not provided. During investigations, it was noted that the field service engineer exchanged the sample probe on (B)(6) 2016 due to contamination and fluidics failure. The applications that were affected and the values obtained indicate insufficient pre-analytic sample handling. Abnormal sample probe aspiration alarms were logged on the analyzer on (B)(6) 2016. It was found that the centrifugation conditions of the sample tubes were outside of tube manufacturer recommendations. A hardware malfunction could be excluded.